Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was not detected. A field service engineer had removed the rear panel and confirmed that the controller board lights had been on. The fse had then shut down the station, reseated all the cables in the drawer, and restarted the station. A functionality test had been performed on the drawer using the hardware test application, and the drawer had functioned correctly. The acceptance test had also been run successfully. After restarting the application, the customer had been able to access the drawer and inventory the medication, with functionality verified. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer failure occurred, and the drawer was not detected on the bus. Drawer 6 was not detected on the device, and a missing magnet was suspected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.